Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the centrimag primary console experienced an s3 alarm in (B)(6) 2021. The console was returned to abbott for repair and then sent back to the hospital for use. The hospital inspected the returned console and noticed that the s3 alarm re-appeared. The console was returned again for repair.

Event description:
It was reported that an s3 alarm was observed on the centrimag primary console in september 2021 . The console had previously been returned to abbott for repair and then sent back to the hospital for use. The hospital inspected the returned console upon it's return and noticed that the s3 alarm re-appeared. The console was returned again for repair.

Manufacturer narrative:
Section b3: event date corrected. This event date is estimated. Section b5: corrected event description. Manufacturer's investigation conclusion: the reported event of a s3 alarm was confirmed. The centrimag 2nd generation primary console (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review with events spanning approximately 7 days (16nov2021 ¿ 17nov2021, 06dec2021, 25may2022, 27may2022, 02aug2022, 04aug2022 per time stamp). Beginning on 25may2022 at 13:15, ¿system alerts: s3¿ alarms began activating following powering on the console. The s3 alarms were triggered by ¿sf_lmc_motor_iic) sub-faults. The alarms were able to be muted. There were no other notable alarms active in the log file. The centrimag 2nd generation primary console was returned for analysis to the service depot. The console was connected to the returned and associated motor, flow probe, and mock loop. A s3 alarm activated after a few minutes of operation. The alarm was silenced, and the console was powered off. The console was powered back on and run on a test loop and the alarm occurred again. This was repeated three times. The console was tested independently, and the alarms recurred. The lmcebpx printed circuit board (pcb) was replaced, resolving the issue. The console was run again for several days with no alarms active. The console was functionally tested and passed all tests. The console was returned to the customer and the lmcebpx pcb was sent to product performance engineering (ppe) for further analysis. Upon further analysis with ppe, the lmcebpx pcb was in unremarkable condition. The pcb was tested for an extended operation and the reported s3 alarm was unable to be reproduced again. No further troubleshooting was able to be performed. The root cause for the reported event was conclusively determined to be due to an intermittent issue with the lmcebpx pcb; however, a further root cause was unable to be determined to due the reported event being intermittent in nature. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6)) and the console was found to pass all manufacturing and quality assurance specifications. Internal battery (serial #: (B)(6)) was shipped with the console. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms & alerts¿ states how to interpret and troubleshoot all system alarms including s3 alarms. The 2nd generation centrimag system operating manual table 15 entitled ¿console maintenance schedule¿ details the maintenance schedule for the console including that the internal battery needs to be replaced every two years. No further information was provided. The manufacturer is closing the file on this event.